Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer had reported false positive reactions most likely caused by carry over of a sample with an anti-d. The first sample with true anti-d was 4+ in both cell 1 and cell 2. The second sample with false positive was 4+ in cell 1 and 2+ in cell 2. The second sample was run on the bench for antibody ID and was negative. Repeated screen on tango optimo was negative. The customer did not provide the sample that caused the false positive test result nor did he return the allegedly defective product anti-human globulin. A review of the result images that were made available show that the results on the known anti-d pos sample are strong positive. The result images provided for the second sample are entirely negative and derive assumingly from the rerun of this sample. The discrepancy flag shows that the very same sample yielded different results in a previous run. The result camera values were found to be in range. Taken together the reported problem was most likely induced by a sample-specific carryover event from the known anti-d positive sample with no adverse influence of instrument performance. The correct function of the affected reagent was proved by testing the retained sample of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the affected anti-human globulin lot.